Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician used the 5max ace to remove thrombus in the distal portion of the m1 segment. After removing thrombus in the m1 segment, the physician confirmed that there was an occlusion in the m2 segment and therefore, advanced another manufacturer's stent device through the 5max ace in order to remove thrombus in the m2 segment. However, during the fifth pass using the stent device, the physician was unable to remove any more thrombus. Subsequently, the physician noticed a crack-like damage on the shaft of the 5max ace. The physician covered the crack on the 5max ace with his fingers and continued to remove thrombus. The stent device was then removed from the patient's body and the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: upon first evaluation, the penumbra system 5max ace reperfusion catheter (5max ace) strain relief was offset. The strain relief was unwound by a penumbra investigator to reveal the 5max ace was fractured under the strain relief, approximately 1.0 cm from the hub. The 5max ace was kinked approximately 11.0, 10.0, 8.0, and 3.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was fractured under the strain relief. This damage likely occurred due to improper handling during use. If the proximal end of the 5max ace is forcefully manipulated while a stent device is inserted or retracted through the 5max ace, damage such as this may occur. Further evaluation revealed the 5max ace was kinked in the distal shaft. This damage likely occurred due to forceful manipulation of the 5max ace against resistance. The non-penumbra stent mentioned in the complaint was not returned for evaluation. 5max aces are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.